Event description:
It was reported that this pacemaker exhibited noise oversensing on the atrial channel. Technical services (ts) recommended performing pocket manipulations and isometric tests, as a lead fracture was suspected. The right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise oversensing on the atrial channel. Technical services (ts) recommended performing pocket manipulations and isometric tests, as a lead fracture was suspected. The right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. This pacemaker has been received for analysis.